Event description:
It was reported the patient presented elevated test results. Revision surgery will be performed in the right hip. This is a bilateral patient. Left hip revision contemplated on MDR 3005975929-2018-00526.

Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. This complaint covers the right side, in which no revision occurred as per the current records provided. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. In may 2017, the patient presented with elevated cobalt and chromium levels of 58.8 and 12 ¿g/l respectively. Revision was recommended, however to date no revision documentation has been provided. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.